Event description:
On day 3 of therapy, while in fvr-mode, the mid:09 (air trap assembly) error message appeared on the thermogard xp ivtm system and the nacl bottle was almost emptied. The color of saline inside the air trap was described as rose. The icy catheter (lot 194421) had been placed in the right femoral vein of an 85-year-old, 175 tall, 80kg male patient smoothly on the first attempt. No leaked fluid was observed on the console, patient bed, or floor. The alarm on the console was cleared. The catheter was removed, and no new catheter was placed because hypothermia and rewarming were already done. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot 194421) was not confirmed during visual inspection or functional testing. No issues or discrepancies were found. No leak, damage, or device malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. There was no physical damage observed on the catheter. Blood residue was observed on the balloons and in distal luered tubing. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak, no issues were found on the catheter. The balloon did not leak during testing. In addition, the returned catheter was connected to a known- good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was observed, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and ran on the thermogard console system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter functioned as intended.